Manufacturer narrative:
Device received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify external flash crc error alarm or check setting alarm due to blank display.

Event description:
Customer reported via phone call that the insulin pump had external flash crc error occurred. Customer blood glucose level was 132 mg/dl. Trouble shoot was performed and self test was passed. The device will be returned for analysis.